Manufacturer narrative:
Film evaluation summary: the reported type iiib endoleak was likely confirmed on the films provided; however, the cause of the endoleak could not be fully determined. A likely contained abdominal aortic aneurysm rupture was observed. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy, and earlier post-implant CT's were not available for comparison of the stent graft in vivo configuration over time. It is possible that fabric wear from the underlying proximal stent of the contralateral limb abrading the bifurcate stent graft at the level of the flow divider, which may have been exacerbated by the angulation observed in the area, was a factor in the reported endoleak. Loss of distal seal of the left limb stent graft was likely present, as contrast was observed surrounding the most distal stent ring, but there was no evidence of this distal contrast spreading into the aneurysm sac. The cause of the loss of marginal seal could not be determined, but disease progression with vascular morphology changes over time cannot be ruled out as a potential root cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a 110mm aaa on an unknown date in 2018.  It was reported imaging from approximately 5 years post the index procedure showed the left common iliac artery at this level measured ~34mm. Contrast was observed surrounding the most distal stent ring, indicating a loss of marginal seal. The cause of the loss of seal is undetermined. No additional clinical sequelae were reported and the patient will monitored.